Manufacturer narrative:
Complaint number: (B)(4). The device was received and sent to atricure engineering for analysis. The complaint could not be confirmed. The device was returned in a trocar in the open position with the handle lever activated. The opening cable was seated on the pulley correctly and not jammed. When depressing the release trigger, the device closed as intended. Dissection of the handle revealed normal placement of components and cables - no defects were visible.

Event description:
The complaint stated that during a left atrial appendage ligation case, (B)(4) used malfunctioned after deployment, clip was placed successfully. The heel of the device wouldn't unlock so it was unable to be pulled out through the trocar and it has to be pulled out through a stab incision. The patient care and outcome was not affected. The case was delayed by three minutes.